Event description:
It was reported that the ilet screen was found cracked, rendering the touchscreen unusable and causing trouble using the device; the issue was characterized as a fracture of the touchscreen component, and the device will be returned. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a stress-related problem leading to a fractured touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.

Manufacturer narrative:
Initial.